Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing. The customer reported a blood glucose (bg) level of 323 (mg/dl). A pump correction bolus was delivered to address bg level. During troubleshooting with tandem technical support, the customer was instructed to ensure that the luer lock was secure and the luer lock was not completely screwed. The luer lock was secured and the fill tubing process was completed successfully.